Event description:
During a cavotricuspid isthmus (cti) ablation to treat paroxysmal atrial flutter a intellatip mifi xp temperature ablation catheter was selected for use. It was reported that the temperature was hitting the limit of 60 degrees celcius however, there was not signal attenuation hence wasn't ablating properly. The catheter was removed and no char was seen on the tip. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Event description:
During a cavotricuspid isthmus (cti) ablation to treat paroxysmal atrial flutter a intellatip mifi xp temperature ablation catheter was selected for use. It was reported that the temperature was hitting the limit of 60 degrees celcius however, there was not signal attenuation hence wasn't ablating properly. The catheter was removed and no char was seen on the tip. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed no defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and the device was found within specifications. No open or shorts were detected. The ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.